Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms. It was noted that the patient was in chronic atrial fibrillation. Defibrillation threshold testing was performed in which a code 1005 was revealed, which is indicative of an open circuit condition was detected during shock delivery. The patient was shocked five times and four external shocks were required to convert the arrhythmia. Subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 125 ohms. It was noted that the patient was in chronic atrial fibrillation. Defibrillation threshold testing was performed in which a code 1005 was revealed, which is indicative of an open circuit condition was detected during shock delivery. The patient was shocked five times and four external shocks were required to convert the arrhythmia. Subsequently, the ICD was explanted and replaced. The new device remains in service. No additional adverse patient effects were reported.